Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphical user interface (gui) printed circuit board (pcb), breath delivery (bd) central processing unit (cpu) pcb, analog interface (ai) pcb and the power supply. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator's display turned blue; after a few seconds, measured values appeared but the graphics did not. The ventilator continued to ventilate the patient; however, the patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.